Event description:
It was reported by service report that the right leg was not locking in place. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Foot positioning sub assembly.